Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
A patient had a small pneumothorax during a superdimension enb procedure which was not treated at that time. 3 days after the procedure the patient presented to ER. A chest x-ray showed the pneumothorax had spread and he was admitted to the hospital. If additional information is obtained a follow-up report will be submitted.